Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. Upon investigation the monitor delivered a low energy 52.9j pulse during incoming functionality testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was discovered. The monitor delivered a low energy pulse during incoming functionality testing.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was discovered. The monitor delivered a low energy pulse during incoming functionality testing.

Manufacturer narrative:
Follow-up report #1: additional information - 06/12/2018. Device evaluation of monitor sn (B)(4) was completed. The cause for the low energy pulse was isolated to a shorted q7 transistor on the defibrillator pca. The root cause for the shorted q7 transistor could not be positively identified. \ device evaluation of monitor sn (B)(4) is underway. Upon investigation the monitor delivered a low energy 52.9j pulse during incoming functionality testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of hte root cause investigation. No adverse event resulted from the defective monitor.